Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the plunger was depressed but could not be removed. The sutures of two new proglide devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the plunger could not be confirmed as the plunger was returned removed from the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty removing the plunger could not be determined based on the returned device condition. Factors that contribute to difficulty retracting the plunger may include, but are not limited to, the user closes foot before suture deployment (i.e. Before plunger fully retracted proximally). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.